Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a pod malfunction while undergoing surgery on (B)(6) 2026. The patient stated that while under anesthesia, their blood glucose level went down to 45 mg/dl. This prompted surgical staff to remove the pod. Low blood glucose was treated with carb intake (food and candies). The patient was later able to successfully resume treatment.